Manufacturer narrative:
On march 10, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 450cc breast implant was found to be ruptured and in four parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. On march 17, 2021, mentor became aware that info surrounding an adverse event was inadvertently submitted on the contralateral manufacturer's reporting number 1645337-2021-01963. The patient experienced a breast cyst on the right side which required surgical intervention to biopsy the cyst. Relevant coding is updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.